Manufacturer narrative:
A1 patient identifier: corrected from: (B)(6) b5 describe event or problem: updated. B6 relevant tests/laboratory data: updated. Device eval by manufacturer: procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. The index implantation of the lotus edge valve was reviewed. Balloon aortic valvuloplasty (bav) was performed. The final position of the valve was not shown. The final series showed the lotus edge valve locked at the aortic annulus with the guidewire inverted. The reported event cannot be confirmed by the available media.

Event description:
Reprise IV study. It was reported that bradycardia and complete heart block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty. A conduction disturbance was seen post bav. The aortic valve was treated with the subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the 25mm lotus edge valve involved partial resheathing of the 25mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure summary: on the same day of index procedure, intra operatively the subject developed complete heart block, requiring temporary pacing. Elelctrophysiology (ep) consultation was recommended. . The next day event electrocardiogram (ECG) revealed marked sinus bradycardia with complete heart block. Post ep consultation, a permanent pacemaker was recommended. 1 day post index procedure, a dual chamber boston scientific pacemaker was implanted. On the same day, the event was considered to be recovered. It was further reported that post pacemaker implantation the subject was started on vancomycin and heparin. Two days post index procedure, the event was considered recovered and the subject discharged to home on aspirin, plavix (for six months) and ciprofloxacin.

Event description:
(B)(6) study. It was reported that bradycardia and complete heart block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty. A conduction disturbance was seen post bav. The aortic valve was treated with the subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the 25mm lotus edge valve involved partial resheathing of the 25mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure summary: on the same day of index procedure, intra operatively the subject developed complete heart block, requiring temporary pacing. Electrophysiology (ep) consultation was recommended. The next day event electrocardiogram (ECG) revealed marked sinus bradycardia with complete heart block. Post ep consultation, a permanent pacemaker was recommended. 1 day post index procedure, a dual chamber boston scientific pacemaker was implanted. On the same day, the event was considered to be recovered.